Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be ruptured. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/10/2019, additional information indicated that the mass was sent off to pathology and was benign, nothing to do with the rupture. The patient has fully recovered. On 10/21/2019, additional information indicated that the MRI examination indicated that the breast cyst or lymph node is bilateral. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel, 700cc silicone breast implants which the left side ruptured after implantation. Patient admitted to hospital for dysphagia, nausea, vomiting and chest pain. Confirmed left rupture by MRI examination. The operation report indicated that the left side had presumed benign mass. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number smpx-685, serial number (B)(4), and right replaced with catalog number smpx-685, serial number (B)(4) on (B)(6) 2019. Excision of benign mass of the left breast sent to pathology for evaluation. Mentor has received no information on pathology report as of this report. Mentor will report received additional information accordingly.